Event description:
Medtronic (covidien) received information regarding incidents involving its devices. Treatment of a giant unruptured saccular aneurysm measuring 15mm x 7mm located in the supraclinoid segment of the right internal carotid artery (ica) siphon and a smaller aneurysm measuring 7.8mm adjacent to the first aneurysm. During the procedure, it was reported the distal tip of the first device did not open and the second device was stuck inside the marksman catheter. The patient had a pre-existing enterprise laser cut stent bridging from the m1 segment to the ica siphon to create a scaffolding since pipeline was not intended to be implanted at the bifurcation. It was reported that the first device, pipeline flex 3.75 x 18 mm, was placed under the carotid bifurcation and the distal tip was never opened even after device maneuvers were attempted. The physician then re-sheathed and retrieved the device from the patient. The distal tip was still not opened outside of the patient's body. After the first device was removed, the physician placed another pipeline flex, however this device foreshortened distally. Due to the second pipeline foreshortening, the physician decided to go for a bigger size and a third pipeline flex 4.25 x 16 mm was loaded in a marksman catheter but it became stuck in the marksman catheter. The same marksman catheter was used for both devices. Both the pipeline flex and catheter were removed and a fourth pipeline flex was used to complete the procedure successfully. No patient injury was reported as a result of the procedure and the patient was discharged without any deficit. The patient was treated with double antiplatelet therapy 5 days prior to the procedure. Patient's vessel was moderately tortuous with slight stenosis at the neck.

Manufacturer narrative:
The pipeline was returned without the pushwire as it was discarded. The distal end of the pipeline was not opened due to damaged braid. The proximal end of the pipeline was found opened with damaged braid. All products are 100% inspected for damage and irregularities during manufacture. The lot history record review of the reported lot number showed no discrepancies that might have contributed to the reported experience. Damaged braid. Patients in whom a pre-existing stent is in place in the parent artery at the target aneurysm location is a contraindication for pipeline. (B)(4).